Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Implant/explant date: unknown. PMA/510k number: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: one non-conformance report was generated during production: spot on nails. Therefore reworking process was done. After this the review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the nail was made of material (B)(4) (stainless steel 316l). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail was in compliance with the international standards iso 5832-1 and astm f138 for implants made of material (B)(4). The dimensions of the investigated nail were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The outer distal diameter of the nail was 10.0 mm and the inner diameter (cannulation) was 4.5 mm. The measurements were taken close to the fracture site. The fracture surfaces of the nail looked very uniform and suggested a fatigue fracture although lines of rest were barely visible. When examining the distal fracture surface of the nail using scanning electron microscope (sem), the initial fracture area and the fracture behavior were identified. The crack started at the lateral side of the nail and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction (some abrasion). At a higher magnification, fatigue striations were observed at the crack propagation zone and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (loading and unloading during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the nail was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. No evidence was found regarding material and / or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail was used for a multi-fragmentary shaft fracture of the left lower extremity. The implantation was carried out on (B)(6) 2013. According to the x-rays, the nail was found broken on the (B)(6) 2014. The revision surgery was performed on (B)(6) 2014.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation broke. This is report 1 of 1 for (B)(4).